Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device was explanted and replaced as the pump would be flat when squeezed and slow to refill. A tubing leak was suspected. No other adverse patient effects were suspected.

Event description:
According to the available information this inflatable penile prosthesis was implanted on (B)(6) 2006 and removed/replaced on (B)(6) 2021 due to a malfunction, possible tubing leak. The pump would be flat when squeezed and slow to refill.

Manufacturer narrative:
Titan pump, cylinders 1 and 2, and reservoir were received for evaluation. Abrasion was noted on all tubes of the pump. Partial separations within abrasion were noted on the longer exhaust and inlet tube of the pump. These were not sites of leakage. No functional abnormalities were noted with the pump. Partial separations within abrasion were noted on both cylinder exhaust tubes. These were not sites of leakage. No functional abnormalities were noted with either cylinder. A separation was noted on the inlet tube of the reservoir at the tube/strain relief junction. This was a site of leakage. The surfaces appeared to be rough and irregular, indicating stress was exerted. Based on examination of the returned product, it was concluded that while in-vivo both all pump tubes had overlapped and abraded against one another. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) on the inlet tube of the reservoir at the tube/strain relief junction to separate the tubing. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.